Event description:
During an acl (anterior cruciate ligament) reconstruction using the fast-fix 360 curved ndl delivery sys it was reported that the second t implant did not deploy when trigger was advanced. There was a two minute procedural delay. There were no implants left unsupported.

Manufacturer narrative:
No product returned for evaluation. Method: no product returned for evaluation conclusion code: 68 no product returned for evaluation evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified three additional complaints(one similar failure mode) for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).